Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital because of high blood glucose level on (B)(6) 2020. Customer was drove to the emergency room to the hospital. Customer had ketones, severely dehydrated. Customer drank lots of water and did special bolus to spread the insulin delivery. Customer passed out due to dehydration. At hospital customer treated for fungal infection but during his second visit it was found that the customer did not had fungal infection. It was unknown whether the customer using auto mode system or not. Customer had inflamed esophagus. Insulin pump will not be returned for analysis.